Event description:
This lead was explanted and replaced due to noise. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found dissected some 49 cm proximal to the lead tip. The proximal part of the lead, including the connectors, was not returned for analysis. The morphology of the cuttings indicates, that the fragmentation of the lead most likely originated from the explantation procedure. The analysis of the lead demonstrated a damaged insulation at approximately 38.5 cm proximal to the lead tip. In that section, the lead body was found squeezed and deformed. These findings can be considered as the root cause for the observed oversensing issues mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.